Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed a "self check failure - 1003" error message. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The reported issue could not be duplicated. Device logs showed a self check failure on (B)(6) 2025, associated with the sensor for measuring oxygen flow. The device passed stress testing with no issues that coincide with the customer report. The oxygen flow screen was identified for replacement as a precaution, as well as the spm board. Replacement caps will be provided for their other devices to ensure proper storage protection from dust entering the oxygen path when devices are not in use. The device was recertified and returned to the customer. No trend is associated with reports of this type.